Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the terminal segment of the lead was performed. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities that would have caused or contributed to the reported out of range impedance issues.

Event description:
Additional information was received that this lead was explanted and returned for analysis. No additional adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead had an alert for out of range pacing impedances. There were observations of far-field oversensing of the ventricular beat on the ra channel. The device was programmed to automatic gain control to limit the oversensing. The lead remains in-service at this time. No adverse patient effects were reported.